Event description:
Country of complaint: (B)(6). Does not sew the skin properly. Doesn't close.

Manufacturer narrative:
Samples received: 1 unopened unit. Analysis and results: there are no previous complaints of the same code-batch nor units in stock in b. Braun surgical warehouse. We have received one closed sample to analyze this complaint. 1) visual inspection of the returned stapler: - 36 pieces of staples were in the cartridge in line correctly. - spring hook and latch of cartridges were hooked properly. - no problem was observed on the surface of stapler and package such as tyvek and blister pack. 2) reproducibility test- staple release test of the returned stapler: - all the staples, 36 pieces were released properly and stapling function worked without any problems. - reproducibility was not observed. 3) disassembled components check of the returned stapler: - no problem was found with the measured values of each component of the sample stapler. - all the components were no problem. As the results of the investigation, no problem was found with the production record or measured values of each component of the unused returned stapler. No problem was found with the surface or inside the stapler and staple loading condition. Reproducibility test was conducted with the returned stapler and all the staples were released properly and reproducibility was not observed with the returned stapler. Without the used and defective sample we are not able to continue further investigation. Final conclusion: although the results of the sample received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.